Event description:
It was reported that during the attempt to cross the lesion, after pulling back on the stent delivery system to position the stent, the stent dislodged from the balloon into the lesion site. The stent was deployed at the lesion with a 2.0 x 20 mm non-abbott balloon catheter successfully. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. The patient anatomical conditions were not reported which may have aided in the investigation and determination of cause. It is possible an interaction with the lesion/anatomy during advancement in the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the lesion/anatomy during retraction would have then led to the stent dislodgement. In this case, a conclusive cause for the reported difficulties could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the device was not returned and the lot number was not provided. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.